Event description:
The customer reported that "when starting the intellivue multi measurement server x2, a loudspeaker error was displayed and no sound was coming from the device". The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported that "when starting the intellivue multi measurement server x2, a loudspeaker error was displayed and no sound was coming from the device". The device was not in use on a patient at the time of event, there was no adverse event reported.